Event description:
It was reported that this right atrial (ra) lead dislodged from the implant position and was repositioned. Two months later, a new dislodgement of the lead was identified; consequently, the physician made the decision to explant and replace it. According to the information provided, a helix malfunction is suspected to be the cause of the lead dislodgement events. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body fluid in the helix housing and deformed coils, likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test did not pass due to the helix housing being obstruct with dried blood/body fluid and tissue. Laboratory testing was unable to reproduce the reported clinical observation of lead dislodgement.

Event description:
It was reported that this right atrial (ra) lead dislodged from the implant position and was repositioned. Two months later, a new dislodgement of the lead was identified; consequently, the physician made the decision to explant and replace it. According to the information provided, a helix malfunction is suspected to be the cause of the lead dislodgement events. No additional adverse patient effects were reported. The product was returned for analysis.